Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 840 ventilator had a loss of communication errors. There was no patient connected to the device at the time of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.